Event description:
Device diagnostic testing resulted in high lead impedance reading, indicating possible device malfunction. It was also reported that the pt was experiencing an increase in seizure activity and felt as if the vns system was not working. Lead break is suspected. The pt reportedly underwent device replacement surgery.